Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their modular core (a) for two patients. The initial patient results were reported. The initial results failed the delta check and were immediately repeated on another modular core analyzer (b), serial number (B)(4). The customer is sure only these two samples were affected. The customer masked the ise unit on the core and repeated multiple samples and they all repeated well. The first patient's initial sodium result from a was 122.6 mmol/l. The repeat result from b was 142.9 mmol/l. The first patient's initial potassium result from a was 3.47 mmol/l. The repeat result from b was 4.18 mmol/l. The first patient's initial chloride result from a was 121.0 mmol/l. The first repeat from a was 106.1 mmol/l. The second repeat result from b was 106.1 mmol/l. The second patient's initial sodium result from a was 114.3 mmol/l. The first repeat result from a was 141.4 mmol/l. The second repeat result from b was 140.5 mmol/l. The second patient's initial potassium result from a was 3.68 mmol/l. The repeat result from b was 4.68 mmol/l. The second patient's initial chloride result from a was 123.9 mmol/l. The first repeat result from a was 102.6 mmol/l. The second repeat result from b was 101.4 mmol/l. The repeat results were considered correct. There were no adverse events. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The field service representative found a bent sample probe which caused it to be too far from the rinse station and too close to the sipper nozzle. He straightened the sample probe, performed a probe adjust, and adjusted the sipper nozzle. He performed a precision test and the customer performed calibration and quality control and everything passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined. No instrument malfunction could be detected.